Event description:
The pt was nauseated/vomiting and choking. The suction machine was removed from the MFR's box, the tubing was connected, the machine was plugged into the electrical outlet, and the on button was pushed. The machine functioned for a few secs, then made a clattering noise and began to hum without providing suction.